Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement of 2045 ohms, which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. A review of the impedance trend data indicates the rv pace impedance has been rising gradually for approximately one month from approximately the 650 ohm range to 1900 ohms, and then to the current out of range value of 2045 ohms. It was noted that there is no noise observed on recent stored episodes and the rv threshold has been stable and in range over the same time period. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the impedance issue is likely due to changes in the interface of the lead tip and the heart tissue. Ts recommended testing the threshold in the unipolar configuration and if appropriate, leave the rv lead programmed to a unipolar pacing and bipolar sensing configuration to avoid repeated alerts. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.